Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the clinic for a follow up after receiving an alert for high lead impedance. Review of the lead impedance trend showed several high impedance values. The rv sensing had also dropped. No further information is available.